Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia procedure, the device was difficult to toggle so the surgeons tried to bend the needle - and after the surgeon had bended the needle the needle broke in half inside of the patient while suturing, the needle was not found. The patient was illuminated several times and the surgical time was extended by 1 hour due to this. A new device was used to complete the case.